Event description:
The pump did not alarm when the tubing was clamped. The pump was programmed at an unspecified time to deliver a unit of blood. No specific programming parameters were provided. After an unspecified length of time, it was noted that the "extension set puffed up and split," and the device had not alarmed for an occlusion. The customer contact reported "the nurse forgot to release the clamp on the extension set." The blood transfusion was stopped, and therapy was resumed using a replacement extension set and pump. There was no reported adverse pt effects. No medical interventions were required.

Manufacturer narrative:
H10: the device passed all testing including detecting and appropriately alarming for occlusion. A calibrated set was used for testing per the device release specifications.